Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Conclusion: reservoir does not leak.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that her blood glucose was rising. Customer's blood glucose was 550 mg/dl. Customer mentioned there was insulin inside the reservoir compartment. During troubleshooting, found infusion set cannula was bent. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.